Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I attached the receipt for the dental protector. The date of purchase was (B)(6). Thank you for the help. Per the customer complaints: consumer contacted us by phone, and complained he could not get the fit right because the device did not stay together. (B)(4): delamination. (B)(6). I sent an email earlier attached with the receipt of my proof of purchase of the life brand grind guard. To refresh your memory, I spoke to you yesterday about the grind guard, and how the bottom and top pieces became detached in less than a month of usage. I also attached the receipt in this email as well. Thank you for your help.